Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent acdf c5-6-7 using alphatec cage, allograft bone, and depuy cage/plate. On (B)(6) 2010 - x-rays of the cervical spine indicated ¿the patient has undergone a recent c5-c7 anterior cervical discectomy and fusion. Screw-plate hardware and intervertebral spacing devices remain intact. Alignment is anatomic. No hardware complication is identified. Minimal if any prevertebral soft tissue swelling persists. No soft tissue gas or space occupying mass is identified. No acute fracture or malalignment of the remainder of the visualized cervical spine. Facet complexes are well aligned. Normal craniocervical junction.¿ on (B)(6) 2010 ¿ x-rays of the cervical spine indicated ¿stable postoperative changes from c5-c7 anterior cervical discectomy and fusion . Prevertebral soft tissue demonstrates no significant swelling.¿ on (B)(6) 2010 - cervical spine exam indicated ¿status post anterior interbody fusion at the 05-c6, c6-07 interspace levels. There has been no significant change compared to our (B)(6) 2010, exam. I should mention that only a rudimentary interspace is present at the c7-t1 interspace level.¿ on (B)(6) 2010 ¿ cervical spine MRI without contrast indicated ¿postsurgical changes of anterior cervical discectomy infusion from c5 t @@@@@@@ through c7. No evidence of residual or recurrent disk herniation at the postsurgical levels. There is moderate right ¿sided neural foraminal stenosis at c5-6 and c6-7 levels and mild left ¿sided neural foraminal stenosis at c6¿7 due to posterior and posterolateral osteophytic bridging and facet arthropathy. Low lying cerebellar tonsil/chiari I. No evidence of cervical cord syrinx.¿ on (B)(6) 2010 ¿ x-rays of the cervical spine indicated ¿the patient has undergone anterior discectomy and fusion at the c5 through c7 levels. Interbody spacers are in place. No fracture or subluxation is identified. No complications seen. There is cask space narrowing at the c7-t1 level. There is no prevertebral soft tissue swelling. Overall, there is no significant change from the previous exam.¿ on (B)(6) 2010 CT cervical spine indicated ¿impression: status post anterior cervical discectomy and fusion, c5-c7 as described above. Mild to moderate degenerative spondylosis and spondyloarthropathy at the fused levels, resulting in mild to moderate right-sided neural foraminal compromise, yet no significant central canal or left-sided neural foraminal stenosis. No fracture identified.¿ on (B)(6) 2010 MRI of cervical spine indicated ¿stable post-surgical changes, c5-7, with stable osseous fusion. There is persistent mild ¿moderate right neural for annual compromise at c5¿6 and c6-7 due to acid residual spondylosis and spondyloarthropathy. No significant central canal compromise identified. Visualized upper cervical spine is negative without evidence of significant central canal or neural foraminal compromise, no significant disk protrusion. There is no evidence of a chiari I malformation as queried previously. The cerebellar tonsils extend at or above the level of the foramen magnum. No pathologic enhancement identified. Stable narrowing of the c7-tl disk space, potentially related to partial congenital fusion or prior surgery. No evidence of disk protrusion here.¿ (B)(6) 2011 MRI of the lumbar spine indicated ¿upon review of prior CT scan study of the abdomen and pelvis, the patient appears to only have four vertebral bodies with lumbar characteristics. They were labeled as such. Prior to any type of surgical intervention, obtaining dedicated lumbar spinal radiographs would be useful in confirming this suspicion. Degenerative dis c disease change is evident at the l4¿s1 level, as described. Two very small tarlov cysts are incidentally identified within the upper sacral area as described above. These likely are of little clinical significance. This study is otherwise unremarkable.¿ on (B)(6) 2011 - CT cervical spine without contrast indicated ¿apparent progressive osseous fusion of the c6 and c7 vertebrae and questionably of the c5 and c6 vertebrae. Stable alignment of the compression plate and compression screws at the c5, c6 and c7 level. Apparent radiolucency surrounding the c7 compression screw, suggesting the possibility of loosening and mechanical motion. Moderate changes of degenerative facet joint arthropathy bilaterally, somewhat worse on the right side, unchanged from the prior examination.¿ on (B)(6) 2011 patient presented for an office visit. Per the physician¿s notes, ¿the patient describes that she has pain in her neck. She had an injury in (B)(6) 1996, when the chair that she was seated on collapsed. She had problems in the lower back in 1987, and that was exacerbated but she had new arm pain and right arm weakness. .. She had a cervical fusion in (B)(6) 2010 at c5, c6, c7 and has ongoing pain. The patient has been seen by dr agarwal on (B)(6) 2011. She had relief from the cervical facet injection... The patient said that she had surgical intervention recommended in 2009 for the symptoms had begun with her 1996 work injury. She improved with nonsurgical management with 2 trials of physical therapy and cervical epidural steroid injections. She developed worsening of her neck pain and right upper extremity pain from her injury in (B)(6)2010. Her cervical fusion was on (B)(6) 2010.¿ on (B)(6) 2011 patient underwent radiofrequency ablation of the cervical facets on the right and the left (medial nerves at c5, c6 and c7 for the cervical facets at c5-6 and c6-7). On (B)(6) 2012 - CT cervical spine without contrast indicated ¿no interval change in the appearance of the cervical spine and postoperative changes as well as hardware since the previous study other than noting some mild uncovertebral joint hypertrophy, more severe at c6-c7 and at c5- c6, I do not see any changes which might be a cause for her left arm pain.¿ on (B)(6) 2012 five-view cervical spine indicated ¿stable anterior cervical fusion changes and interbody devices c5 through c7.¿ on (B)(6) 2012 magnetic resonance imaging of the cervical spine indicated ¿stable appearance to the postoperative changes involving the c5 to c7 levels with anterior interbody fusion findings. Vertebral alignment is well maintained with solid ankylosis persisting at these fused levels. Persistent mild right-sided neural exit foraminal stenosis at the c5-6 and c6-7 levels secondary to residual endplate and uncovertebral hypertrophy. Persistent narrowing of the c7-t1 intervertebral disk which may again reflect partial congenital fusion. Mild degree of narrowing of the c4-5 disk is also redemonstrated.¿ on (B)(6) 2012 - MRI of the lumbar spine without contrast indicated ¿mild multilevel degenerative changes of the lumbar spine with mild narrowing of the thecal sac seen at l4-s1. Based on prior imaging, the patient appears to only have 4 non-rib-bearing lumbar-type vertebral bodies, and they were labeled as such. Two very small tarlov cysts are incidentally identified within the upper sacral region, as described above. There is mild ectasia of the infrarenal abdominal aorta, measuring approximately 2.2 cm and 4-5 cm in transverse and longitudinal dimensions.¿ on (B)(6) 2013 the patient underwent posterior fusion with wire-type instrumentation, rhbmp-2/acs, and autograft bone c5-6-7. 2/25/13 x-rays of the cervical spine indicated ¿postsurgical changes of the cervical spine as noted - alignment of the underlying osseous structures remain normal.¿ on (B)(6) 2013 patient presented to the ER with headache/subarachnoid hemorrhage.